Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor, which is the indication that the monitor may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.